Event description:
Surgeon was using conmed pencil, assistant was holding hemostats on vessel. While vessel was being cauterized, assistant was shocked. Assistant received a small black spot on finger after incident. Assistant stated he did not have a hole in his glove. The assistant cut the cord of pencil after use and disposed of product. Lot number was not recorded by user facility.

Manufacturer narrative:
Based on the event description, the reported malfunction was user related error and not a device failure. According to the event description, the assistant became part of the circuit by touching the vessel while the surgeon was applying the electrosurgical energy. Touching the pt, which is an earth ground, may become the preferential current path and thus produce burns (rf leakage burns).